Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Another relevant device is: product ID: [enveor-n-us] serial/lot [(B)(4)] use by date [07/11/2019] UDI [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was withdrawn from the body. During withdrawal, the nose cone caught the bottom of the valve and dislodged from the annulus resulting in moderate paravalvular leak (pvl). A second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut r instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve." If information is provided in the future, a supplemental report will be issued.